Event description:
It was reported that patient has high lead impedance. The provider believes the wires may be broken. Patient had x-rays which noted an implanted stimulatory device wire leads overlie left lower neck, but no mention of lead fractures. Images were not received in x-ray report. Patient later had a generator replacement, but impedance was still high after this surgery. X-rays have not been reviewed by manufacturer to date. No known additional relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reported that patient had lead replacement surgery. Impedance was within normal limits after surgery. Product return will not be attempted for the lead, as facility discards explanted devices.

Manufacturer narrative:
F10. Corrected impact code, initial report: inadvertently left out additional f2203 coding for imaging required.